Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had inssuficient or no vaccum. She needed to change tube or re-puncture to patient due to inssuficient vaccum tubes. She used closed system (bd msn + bd holder). Incidence: 15ea among 600ea. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues pertaining to low draw volume was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Additionally, evaluation and testing of the retain samples was conducted and no issues were observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the bd vacutainer sst ii advance plus blood collection tubes had inssuficient or no vaccum. She needed to change tube or re-puncture to patient due to inssuficient vaccum tubes. She used closed system (bd msn + bd holder). Incidence: 15ea among 600ea. No report of injury or medical intervention. No report of blood exposure to mucous membrane.